Event description:
Additional information was received noting that the patient underwent a battery replacement due to battery depletion. The explanted generator was discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that an error message of "unable to interrogate" was seen when the physician attempted to interrogate a patient's generator, however no patient information was known at the time the event was reported. Additional information received noting that the patient was hospitalized due to increased seizures and when attempting to interrogate the patient's device they received a message stating "generator not found". It was noted that the device could not be interrogated despite using 3 different programming systems and the wired connection. Battery depletion was suspected but not supported by the battery life calculation performed, 6.5 years until neos (near end of service). The patient has since been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.